Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2021, the existing extension was inserted into the header of the new ipg, the clear plastic tube that keeps the array rigid, was no longer rigid. A lead insertion tool was used to insert the lead all the way into the header but the high impedance was not resolved. The physician chose to replace the extension, which resolved the issue.